Event description:
Three bravo ph capsules from given imaging, ltd from lot# 16867q failed to attached to esophagus and/or detached after placement. Two capsules were retrieved from pt's stomach and sent to MFR, given imaging, for diagnostic. Third capsule dislodged after endoscopy was completed, and pt was discharged home, and was not retrieved. Dates of use: (B)(6) 2012 - (B)(6) 2012 and (B)(6) 2012 - (B)(6) 2012. Event reappeared after reintroduction: yes.